Manufacturer narrative:
(B)(4). Date sent: 02/19/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreas procedure, it was observed that the stapler got stuck on a pancreas. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes, surgeon couldn't open and it made sort of a sound. The closing handle felt a little "wonky" once closed with slr and he pulled the firing trigger the device engaged but did not deploy any staples. Surgeon tried squeezing the trigger and pressing the anvil release button. Then home was attempted but wouldn't open so he removed the battery and tried again. Surgeon then tried manual override but it would not open. Surgeon was able to remove from the pancreas by slowly maneuvering off the pancreas by moving the and wiggling it and was able to remove because the pancreas was thin. If yes, how was the device removed? See above. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? See above. Did the jaws eventually open? No. Device was discarded accidentally.